Event description:
Intera oncology received a report from a physician that during pump preparation, the pump was filled with 5ml's, the scrub tech noticed a leak between the needle and tubing. An intera oncology representative instructed the physician to clamp the center of the tubing, but the leak continued, likely from the 5ml's in the pump pushing back. Our representative instructed the physician to pull the needle out of the pump and tighten the connection as hard as she could with her hands. She did then insert the needle back in the pump, the leak continued. Our representative then instructed the physician to pull the needle from the pump and use some hemostats to fully secure the connection. After this there was no more leaking at the connection.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution. There was one manufacturing deviation. However, the lone deviation did not contribute to the reported event. The tubing was returned to intera oncology headquarter for investigation. The complaint investigator connected the tubing to an r&d refill needle in lab and filled an r&d pump with 30ml of water. The operator then emptied the pump. This was repeated twice and there was no leakage observed. The failure could not be repeated.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution. There was one manufacturing deviation. However, the lone deviation did not contribute to the reported event. On september 5, 2025, intera oncology shipped a return kit to the physician office to retrieve the actual device for examination. To date, the device has not been returned. Therefore, once we receive the device and it's evaluated, a supplemental report will be submitted.

Event description:
Intera oncology received a report from a physician that during pump preparation, the pump was filled with 5ml's, the scrub tech noticed a leak between the needle and tubing. An intera oncology representative instructed the physician to clamp the center of the tubing, but the leak continued, likely from the 5ml's in the pump pushing back. Our representative instructed the physician to pull the needle out of the pump and tighten the connection as hard as she could with her hands. She did then insert the needle back in the pump, the leak continued. Our representative then instructed the physician to pull the needle from the pump and use some hemostats to fully secure the connection. After this there was no more leaking at the connection.